Event description:
We received a report stating that the rt225 infant breathing circuit failed the setup leak test on a draeger babylog 8000 ventilator. The breathing circuit was replaced, which resolved the problem. The device was not connected to a patient at the time.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The actual device was visually inspected. The device will also be tested for potential leaks. Results- our records indicate that this is the only complaint of this nature for the given lot number. No obvious fault was found during visual inspection. The returned device will be tested to determine the presence and severity of a leak. Conclusions- no conclusion can be made at this time. We are aware of other similar complaints for infant breathing circuits. The occurrence rate is approximately 0.005% worldwide for the last year.